Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, ¿pain¿, ¿flushing¿, ¿restricted movement of the right arm, in addition to inflammatory signs, with increased breast temperature¿, ¿irregular contours on the right side¿, and ¿patient went through terrifying moments due to news of the prosthesis rupture.¿ device has been explanted.